Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the high rate cover, upper case, case screws, ring cover screw, heart wire block, battery drawer, battery latch, bail covers, ring cover, main seal, o-ring battery latch, o-ring battery drawer, output connector, heart wire contacts, bails and ring were contaminated, the battery contacts were compressed, the lower case was broken and contaminated, and the interconnect flex was out of specification. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.